Event description:
An evt (endovascular treatment) of iliac artery by left elbow approach was performed. The complaint cxi catheter was advanced into the lesion in iliac artery through a 4fr. Angiography catheter (detail: unk) inserted from left elbow. Since the lesion was cto lesion with severe calcification, torque did not transmit to the cxi well. During the attempts to pass through the lesion, the tip of the cxi got trapped by calcification and thus, the physician attempted to withdraw it back. However the tip of the cxi separated. As the separation occured inside the sheath, fortunately, the separated segment could be retrieved out of the body simultaneously with the whole system. There have been no adverse affects to the pt and no part of the device remained in the patient's body.

Manufacturer narrative:
The event is currently under investigation.